Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The patient had pain around the pacemaker site and drainage from the pocket. The system was explanted. No other patient symptoms were reported.